Event description:
In 2005, bsc employee, attended the latter part of an ablation for atrial fibrillation. At the time contact entered the electrophysiology procedure (ep) room, the medical staff was performing cardiac pulmonary resuscitation (CPR) on pt. The pt was successfully defibrillated (shocked) and paced out of ten episodes of ventricular fibrillation (vf). The pt also responded to CPR efforts with a normalized blood pressure that had dropped to 30 mm/hg and a normalized heart rate. In spite of the successful response to CPR in the ep lab, the pt expired the following day during attempts to wean medications.